Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 mast roller pump. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could not reproduce the reported issue. The serial read-out of the pump has been performed and analyzed. Results revealed that the pump correctly worked. No level alarm were stored in the serial read-out of the pump proving that the level monitoring was not correctly linked to the pump. Moreover, the analysis revealed also that the monitorings activated on the pump were not checked before starting the procedure the procedure. From the serial read-out, it has been observed also that the pump was turned off and on and the level monitoring was then correctly assigned. No further issue afterwards. The root cause of the event was that the user did not link or linked incorrectly the pump to the level monitoring.

Event description:
Livanova (B)(4) received a report that the level sensor alarmed and the s5 mast roller pump did not stop during procedure. There was no report of patient injury.